Event description:
It was reported by the customer that on (B)(6) 2010 an incident occurred with the fiber. It was reported that at the end of the surgery and after breaking the stone, the tip of the fiber broke inside of the pt's kidney. Also, it was reported that the fiber tip was retrieved. No incidents were reported for the pt. No error message was reported on the laser. It was indicated by the sales rep that the physician did not have much experience using the fiber and that it may have been a bad handling experience of the fiber.